Manufacturer narrative:
Product event summary #(B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary analysis noted the lead impedance defib svc was out of range high. The svc lead impedance rises to 102 ohm the week ending (B)(6) 2012. Lead integrity alert for impedance out of range. Out of tolerance subthreshold lead impedance alerts are recorded on (B)(6) 2009 and (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) portion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407652, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.